Event description:
It was reported that a spectrum iq infusion pump failed upstream occlusion test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10:the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Upstream occlusion testing was performed and the device passed. A service history review was performed and revealed the device has been serviced within the last twelve (12) months however this is not a repeat service event. All required service actions were completed in the last service cycle. The reported condition was not verified and no pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.